Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that there were two similar complaints reported for the reported failure mode and serial number. The historical data was analyzed and escalation was not required for the reported failure mode and serial batch number. Trend analysis: (4110) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the reported "the screen cannot be read" issue. To fix the issue the fse replaced the pcb inverter and the pcb color video receiver boards and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had the screen flickering and cannot be read. There was no patient involvement, and no adverse event reported.